Manufacturer narrative:
The product listed in this complaint was not returned for evaluation so the failure was not confirmed. The definitive root cause of this issue is unknown.

Event description:
It was reported that the surgeon was using the device on a patient during surgery to create a chevron osteotomy. When image of the foot was taken, small metal shards were found in the wound from the blade. The wound was irrigated and the blade was removed from service. After irrigation, there were residual metal shaving left in the patients' foot documented by x-ray. No additional information has been provided at this time.

Event description:
It was reported that the surgeon was using the device on a patient during surgery to create a chevron osteotomy. When image of the foot was taken, small metal shards were found in the wound from the blade. The wound was irrigated and the blade was removed from service. After irrigation, there were residual metal shaving left in the patients' foot documented by x-ray. No additional information has been provided at this time.

Manufacturer narrative:
Device not yet received for evaluation.